Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d4; g3; h2; h3; h4; h6 no product was returned for evaluation. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. No problem was found with the liner. Upon return of the shell, it was identified the rim of the shell had been impacted. The liner did not cause the locking ring to seize. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the surgeon attempted to insert the liner into cup, but it would not lock into place. The surgeon used a new cup and liner, and the procedure was completed successfully. There were no known impact or consequences to the patient. Attempts have been made, and no further information has been provided.